Manufacturer narrative:
Product complaint#: (B)(4). Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 3a. Sex, a 3b. Gender, a 4. Weight of the patient, a 4. Weight unit, b 7. Medical history/preexisting condition, h 6. Health effect - clinical code additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 54 y/o f, 128lb, bmi 21.97 2. What were the diagnosis and indication for the index surgical procedure? Atypical ductal hyperplasia of the breast, excisional breast biopsy indicated to rule out ductal carcinoma in situ. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Pmh: basal cell carcinoma, gerd, hemangioma, hx of tia, hx of viral meningitis, htn, migraine, nutcracker phenomenon of renal vein, patent foramen ovale, prolonged bleeding time (hx of prolonged bleeding within office derm procedure and with core needle breast biopsy, negative hematology evaluation), supraventricular tachycardia, tmj. Allergies: ranitidine (palpitations), amoxicillin (nausea), beta blockers (syncope), meprednisone (panic attack), topiramate (spatial disorientation), duricef (rash). Medications: astelin 0.1% nasal spray, 1 spray per nostril. Calcium carbonate-vitamin d3 500mg-400 u, take 1 tablet bid, vitamin d3 1000u, take 1 tablet daily, clonazepam 0.125mg qd, cromolyn 5.2mg/spray, 1 spray per nostril bid, vitamin b-12 100mcg, take 1 tablet daily, claritin 10mg tablet, take 1 tablet daily, magnesium oxide 250mg, take 1 tablet daily, pantoprazole 20mg, take 1 tablet daily, ubrogepant 100mg take 1 table by mouth prn, tyrvaya 0.03mg/spray, by nasal route 2 times daily, erapamil 180mg by mouth nightly. 4. Was there any intraoperative concurrent use of other products? None. 5. What are the product code and lot number? Unknown. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used prophylactically due to patient's history of prolonged bleeding with procedures. 7. Where was the surgicel used (on what tissue)? In breast cavity. 8. How much surgicel was used during the procedure? Per op note: "given her concern about postoperative bleeding, we did place a single piece of surgicel into the wound." 9. Was the surgicel product left in place? Was the excess irrigated and removed? Unknown. 10. What were current symptoms following the index surgical procedure? What was the onset date? N/a. 11. Did the patient undergo a patch test? Scheduled to undergo patch testing, we are trying to obtain a sample for testing. 12. Has any further surgical or medical intervention been performed? IV steroids and IV clindamycin and was discharged home on po clindamycin. 13. What is physician¿s opinion as to the cause of this event? Per allergy note. "After our first visit, I suspected that the surgicel used for prophylactic hemostasis could have been a contributor to this rash. There have been case reports of failed breakdown of this product, which I suspected could trigger a rash. - as a second possibility, the dermabond used to close her wound could also possibly lead to a contact dermatitis reaction." Per dermatology note: "contact allergens possibly involved in the patient's post surgical rash and hematoma/abscess. I tend to think of dermabond (cyanoacrylate) as a classic contact allergen that may be associated with such a delayed contact rash. However, I think it wise to test for other contact allergens in a standard 90 series for two reasons. #1 other contact allergens like topical medicaments, topical antibiotics, surgical scrub (chlorhexidine), or other synergistic contact allergens (e.g. Textile related) may be at play. #2 patient has history of 'eczema' especially of the hands and we may find another contact allergen associated with this eczema." 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative reaction? No. 15. What is the patient¿s current status? Symptoms have resolved, scheduled for contact testing. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Excisional breast biopsy. What is the procedure date? (B)(6) 2025. What date did the reaction occur on? (B)(6) 2025. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. IV steroids and IV clindamycin and was discharged home on po clindamycin can you identify the product code and lot number of the product that was used? Unknown. What is the most current patient status? Rash resolved following medical intervention. Patient is working with dermatologist to conduct contact allergen testing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What are the product code and lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. Did the patient undergo a patch test? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative reaction? 15. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an excisional breast biopsy procedure on (B)(6) 2025 and absorbable hemostat was used. The patient had a suspected delayed reaction to the absorbable hemostat on (B)(6) 2025. Additional information was requested.